Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the gripper actuation issue. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 3-4. The clip delivery system (cds) was advanced to the mitral valve however after repeated independent grasping attempts the posterior gripper could no longer be lowered. The clip was not implanted and the cds removed. One clip was implanted, reducing mr to 1-2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
All information was investigated, and the returned device analysis did not confirm the reported single gripper actuation issue. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of the complaint history did not indicate a lot-specific product issue. All information was investigated, and a cause for the single gripper actuation issue could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.